Event description:
It was reported that a ventilator had a blacked out upper display. The ventilator was not being used on a patient at the time of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the liquid crystal display (lcd) flex cable, which resolved the reported issue. The ventilator then passed the performed extended self tests (est) and electrical safety tests.